Event description:
Bilateral deflation outer salines. A 46 year old white female g1p1 status post bilateral subcutaneous mastectomies for fibrocystic disease (left biopsy benign, negative family history) with immediate submuscular surgitek bilumens 265:65cc. Right lowly decreased with positive mild bilateral pains. Positive systemic includes arthralgias, myalgias, dysesthesias, fatigue, neurocognitive problems, dry eyes, itching, shortness of breath, chest pain etc. Otherwise healthy.